Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned product identified the screw had a fracture along the shaft and the hex was fractured. The fractured part of the shaft was also bent. Examination of the screw inserter identified the hex feature exhibited some wear. Dimensional analysis of the hex feature determined that the product, where measured, was conforming to print specifications. Sem analysis of the fractured screw identified ductile overload dimples at the center of the fracture. The fracture surface also showed post fracture damage and debris that obscured the details of crack imitation. Eds elemental analysis of the screw identified the material was consistent with stainless steel. The DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00598304900 - screw inserter/extractor - 63915520, unknown ppk cut guide - unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-00334.

Event description:
It was reported that during a right partial knee replacement, the head of the screw broke off and was stuck in the cut guide. It took about 20 minutes to remove the screw. No consequences or impact to the patient.